Event description:
It was reported that the customer was hospitalized the day prior for high blood glucose levels. The customer was admitted to the emergency room with a blood glucose reading of 535 mg/dl and was released with a blood glucose reading of 371 mg/dl. After an infusion set change, she received insulin and woke up with a blood glucose reading of 335 mg/dl. The customer stated that she changed to her old insulin pump and the blood glucose reading was 290 mg/dl. The blood glucose reading was 230 mg/dl at the time of the call. She treated using the insulin pump as well as manual injection. No significant events leading to the hospitalization were observed. The customer had not been wearing the insulin pump for 4 hours at the time of the emergency room visit. Upon troubleshooting, insulin did exit from the tubing during a manual prime. No leak was found. The device passed the high pressure test. Advised the device was working as designed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.